Event description:
On (B)(6) 2015, a dentist reported that a (B)(6) year-old male patient required endodontic treatment of tooth #13. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2012. It was reported that the root canal was performed on (B)(6) 2013, when the lava ultimate debonded because of decay underneath it.